Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead underwent coronary artery bypass grafting (CABG) surgery. During the procedure, the lead dislodged and was coming out of the heart; therefore, was sutured in place. Then it was noted that the helix of this lead was coming out of the heart tissue. Pacing threshold measurements were subsequently elevated. No additional adverse patient effects were reported. The lead remains in service.